Event description:
It was reported that the patient presented with several episodes of over-sensing on the right atrial (ra) lead that were clear instances of lead noise. On (B)(6) 2024, the physician decided to extract the ra lead and reimplant a new one. The patient was stable before, during, and after the procedure.